Event description:
An attempt was made to place a foley catheter. The first attempt was made, but not successful. Upon removal of that catheter, the stylet was noted poking through the side of the catheter instead of remaining inside the catheter.